Manufacturer narrative:
Attempts have been made to obtain the product. The customer indicated that they will not be returning the product as they have upgraded to the root sedline. If the product is returned for eval or new info is obtained, a follow up report will be submitted.

Event description:
It was reported that the "displayed value is not accurate." Customer stated "after applying anesthetic agent, psi still remains > 50. Normally, the psi would be 50 or lower." No known impact or consequence to pt.